Event description:
We have a point of care device in our ER that transmits data to our emr system. This device transmits data through a pc located in another facility for the region. The pc regularly fails and needs to be restarted, resulting in frequent delays charting results into the emr. This is submitted as an example of problems resulting from it issues.